Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt's left hip buckles, and her pelvis hurts. She gets tingly feelings go up her legs. Her left implant feels like its bent. When she is touched on her left hip area she screams. She takes 4-6 pain killers a day to ease her horrible pain."